Event description:
It was reported to philips that the system could not make exposures, only performing low-dose fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted. The field service engineer (fse) visited the site and analyzed the system's log file, which indicated that the adu bus voltage for the tube's rotating anode drive unit was low. Upon further inspection, the fse found that fuses f1 and f2 for the anode drive unit (adu) certeray input in the ips were blown. The supplier's part analysis of the adu certeray identified a short circuit. The fse replaced the adu certeray and the fuses, resolving the issue and restoring the system's functionality. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.